Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the image was found to flicker when manipulating lightguide near at scope connector, confirming the reported event. A definitive root cause of the image flicker issue could not be determined; however, the issue was likely due to electronic component failure as a result of a damaged charged-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic laparoscopic appendectomy procedure with patient under anesthesia, the flex deflectable videoscope presented an image with a pink hue. The procedure was delayed less than 30 minutes, and it was completed with an olympus back-up device. The scope was outside the patient when the issue occurred and there was no patient or user harm reported as a result of the event.

Manufacturer narrative:
Corrected data: h6

Event description:
No additional information received from the customer.